Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 151 mg/dl. Customer stated that her numbers went from 0 to 300. Customer took out the battery but still received a button error. Customer was putting in carbs for dinner and the numbers took off. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. No unexpected numbers ramping or scrolling during testing. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.